Event description:
The patient experienced a lack of therapeutic effect. Impedances > 4,000 ohms were measured on all of the unipolar pairs. The device settings were increased and the unipolar impedances were in the 3,7000 ohm range. All bipolar combinations were greater than 4,000 ohms except 0-3 = 1245 and 2-3 = 930. The health care professional reprogrammed the device and the impedance was 2,000 ohms with a 41 ua current. X-rays were taken but the results were not provided. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).